Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted a partial suture, a broken needle and a tip of a needle. The needle was observed to be broken at the tip and attached to the partial suture. It was observed, under magnification, that instrument marks were present on the needle body and the tip of the needle. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed instrumentation damages suggested that the needle was grasped improperly at the tip of the needle during application. Firmly grasping the needle at the tip can cause the tip of the needle to break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open laminectomy procedure, upon skin closure, part of the device broke. While running a subcuticular stitching technique, tip of the needle broke off when on the final pass. Device was opened just before using. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.